Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump were over and under infusing by a small unspecified amount. One of the instances was a 50ml duplex ceftriaxone bag that ran dry when a volume to be infused of 30ml was programmed. The other instance was a compounded azithromycin 250ml bag that had about 10ml of fluid left in the bag after a volume to be infused of 250ml completed. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.